Event description:
The alarming mechanism on a philips pt care monitor and oximeter pulse-ox system, while in use on pt, may not have alarmed while the pt's heart rate and oxygen saturation levels were declining. The pt expired within 6 days of the above occurrence.